Event description:
The patient reported that their teladoc blood pressure monitor was reading higher compared to manual readings taken at their doctor's office. The blood pressure readings were taken a couple of minutes apart. The patient said they did not receive medical treatment. The teladoc monitor read 150/90, and the manual reading at their physicians office read 130/70.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Manufacturer narrative:
The patient was sent a replacement monitor. The monitor associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their teladoc blood pressure monitor was reading higher compared to manual readings readings taken at their doctor's office. The blood pressure readings were taken a couple of minutes apart. The patient said they did not receive medical treatment. The teladoc monitor read 150/90, and the manual reading at their physicians office read 130/70.